Event description:
It was reported that the pacemaker system exhibited high pacing impedance measurements on both the right atrial (ra) and right ventricular (rv) lead however, measurements were still within normal range. This ra lead went from 400 ohms to 1200 ohms and the rv lead had a gradual increase from 650 ohms to 1336 ohms. Additionally, there was high thresholds resulting in intermittent loss of capture on this ra lead. Isometrics was performed and there were no observations of noise. The device was re-programmed to a split configuration and ra impedances and thresholds were within normal range. Thresholds are likely being impacted by changed in impedances. Technical services discussed possible causes and recommended to check with the patient if they were having any procedures and provided programming options. At this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).